Event description:
During the procedure the physician obtained right femoral arterial access using the micropuncture transitionless stiffened cannula access set. A cope mandrill wire guide was advanced and noted to have developed a knot at the distal end. The physician was unable to remove the wire guide freely and was unsure if the wire/slot was intra or extra vascular. Ultimately, the wire was removed intact via cut down. Fluoroscopy was performed to verify no residual wire remained in the pt.

Manufacturer narrative:
(B)(4). Event eval: still under investigation.